Manufacturer narrative:
The lens was returned inside a large, clear, plastic bag. Solution was dried on the lens. The optic was cut into three portions horizontally. The lens was cleaned with klrp (klotho-related protein) to further evaluate. The top optic portion has cracked damage on the anterior and posterior surfaces in the shape of an instrument used to grasp the lens, in two separate areas near the optic edge. This optic portion also has a small area of cracked damage on the posterior and directly opposite on the anterior optic surface. The middle optic portion has small split and cracked areas on the posterior surface. The anterior optic surface has very small scratch marks. The lower optic portion had no additional damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause cannot be determined for the reported complaint. The explanted lens was returned cut into three portions. Additional lens damage was observed. Information was provided that the company (4.50 cyl.) 17.0 diopter lens was removed and replaced with a non-company "enhanced toric" 17.0 diopter lens. Due to the replacement of a monofocal toric with an "enhanced toric" of the same diopter, this may suggest that the replacement lens was an improved selection. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure. The clinical reason for explant was reported to be rotated 2x then switched to enhanced toric. The iol was replaced with other company lens approximately within a month after initial procedure. Additional information has been requested but is not available at the time of this report.